Event description:
It was reported that on (B)(6) 2007, the day after the implantation of the xact stent in the right internal carotid artery, the pt was found to have nonsustained tachycardia and moderate sinus bradycardia requiring the implantation of a biventricular internal cardiac defibrillator on (B)(6)2007. The pt's condition resolved on (B)(6) 2007, and was discharged on (B)(6) 2007. There was no adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Arrhythmia and bradycardia are listed in the product instructions for use (IFU) as known potential adverse effects associated with carotid procedures. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. In this case, as a result of the pt effects, the implantation of a biventricular internal cardiac defibrillator was required and the hospitalization was prolonged.